Event description:
It was reported that a user experienced pain after placing a 23 in 6 mm infusion set and then replaced it; during the replacement, the user deployed a new infusion set with the needle guard left in place, resulting in an incorrectly deployed set and an improperly attached infusion set connection, while blood glucose remained stable. Symptoms included localized pain at the infusion site. Outcomes included no alarms, no alerts, no hospitalization, and replacement supplies shipped with troubleshooting and education provided. Investigation included customer interview and assessment of use and deployment technique. Investigation of this case revealed user error related to infusion set deployment and connector attachment, consistent with an infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.